Event description:
Patient reports that nebulizer is not working. Did not explain why. No further information. Unknown if patient experienced adverse events, missed doses, or if product is available for return.